Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and distal embolization occurred. The highly stenosed target lesion was located in the highly calcified superficial femoral artery (sfa). Following pre-dilation to 6mm, a 6 x 200 x 75 innova¿ stent was advanced ipsilateral over a .035 non-bsc wire and positioned using the radio-opaque markers. The yellow protection device was removed and the thumbwheel was rotated to initiate stent deployment. Approximately mid-way through device deployment, the thumbwheel disengaged and stopped deployment. Stent deployment was completed by using the pull grip. The stent was deployed and apposed as expected. After deployment, the stent delivery system could not be removed over the wire; the wire was stuck in the device. The wire and the stent delivery system were removed together. The stent was post-dilated to 6mm. Afterwards, distal embolization occurred which was successfully removed with thrombectomy suction. The procedure was completed successfully and the patient was reported as stable post procedure.